Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the initial implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The surgeon later determined via CT scan that cranial positioned implant was malpositioned too dorsally. The patient did not report any pain complaints at the time. The surgeon decided to remove the implant to avoid any possible future complications due to its malpositioning. One week after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient is doing well following the revision procedure.